Event description:
This unsolicited case from (B)(6) was received on 25- oct-2016 from an internist. This case involves a (B)(6) patient who received treatment with synvisc and after 9 days patient experienced gonarthritis and had difficulty in walking. Past drug included synvisc injection (on (B)(6) 2016) to the knee for pain relief (first course). No concomitant medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, 2 ml every week (second course) (batch/lot number and expiration date: not provided) on an unspecified knee for knee pain relief. The same day after the first dose of the second course of synvisc therapy, the patient complained of feeling strange. On (B)(6) 2016, she received the second dose of the second course of synvisc therapy at dose of 2 ml and therapy was discontinued the same day. On (B)(6) -2016, patient visited the reporting clinic with complaints of knee pain and swelling (after 9 days of initiating treatment). It was reported that arthrocentesis was performed. The instructions of cooling the site and staying at rest were given to her. The same day, after 9 days of initiating treatment, patient had difficulty in walking. Later, patient visited the orthopedic department of hospital a and was diagnosed with arthritis due to synvisc. The onset date of the reaction gonarthritis was reported as (B)(6) 2016. Further stated, arthrocentesis was performed. On (B)(6) 2016, the event of knee swelling improved and pain slightly persisted, but the symptoms were resolving. The outcome of the reaction was reported as recovering as of (B)(6) 2016. Action taken: permanently discontinued. Corrective treatment: arthrocentesis; cooling the site; rest for gonarthritis. Outcome: recovering/ resolving for gonarthritis; unknown for difficulty in walking. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: gonarthritis (gonarthritis). Reporting internist's seriousness assessment: serious (medically significant). Reporting internist's causality assessment: probable. Company causality assessment: probable. Reporting internist's causality assessment for event of difficulty in walking: not reported. Reporting internist's comment: joint fluid was cloudy, but it had no bacterial infection. The reaction was considered to be arthritis, the cause of which was synvisc.

Event description:
This unsolicited case from (B)(6) was received on 25- oct-2016 from an internist. This case involves a (B)(6) patient who received treatment with synvisc and after 9 days patient experienced gonarthritis and had difficulty in walking. Past drug included synvisc injection (on (B)(6) 2016) to the knee for pain relief (first course). No concomitant medications or medical history were reported. The patient had gonarthrosis. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, 2 ml every week (second course) (batch/lot number and expiration date: not provided) on an unspecified knee for knee pain relief. The same day after the first dose of the second course of synvisc therapy, the patient complained of feeling strange. On (B)(6) 2016, she received the second dose of the second course of synvisc therapy at dose of 2 ml and therapy was discontinued the same day. On (B)(6) 2016, patient visited the reporting clinic with complaints of knee pain and swelling (after 9 days of initiating treatment). It was reported that arthrocentesis was performed. The instructions of cooling the site and staying at rest were given to her. The same day, after 9 days of initiating treatment, patient had difficulty in walking. Later, patient visited the orthopedic department of hospital a and was diagnosed with arthritis due to synvisc. The onset date of the reaction gonarthritis was reported as (B)(6) 2016. Further stated, arthrocentesis was performed. On (B)(6) 2016, the event of knee swelling improved and pain slightly persisted, but the symptoms were resolving. The outcome of the reaction was reported as recovering as of (B)(6) 2016. Action taken: permanently discontinued. Corrective treatment: arthrocentesis; cooling the site; rest for gonarthritis. Outcome: recovering/ resolving for gonarthritis; unknown for difficulty in walking. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: gonarthritis (gonarthritis). Reporting internist's seriousness assessment: serious (medically significant). Reporting internist's causality assessment: probable. Company causality assessment: probable. Reporting internist's causality assessment for event of difficulty in walking: not reported. Reporting internist's comment: joint fluid was cloudy, but it had no bacterial infection. The reaction was considered to be arthritis, the cause of which was synvisc. Additional information was received on 31-oct-2016. Ptc results were added and text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 25-oct-2016 from an internist. This case involves an (B)(6) patient who received treatment with synvisc and after 9 days patient experienced bilateral gonarthritis and had difficulty in walking. The patient had bilateral gonarthrosis. Patient had no history of adverse drug reaction or drug allergy, no non drug allergy and no combined therapy. Past drug included synvisc injection (on (B)(6) 2016) in both knees once or twice per month for bilateral gonarthrosis (first course). No joint fluid retention was noted before the injections. The details on localized resting performed by the patient after the injections of synvisc were unknown. It was possible that reduction of pain increased activities. It was reported that the pain abated and the course was favorable. Concomitant medications included iodine for disinfection. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, 2 ml every week (second course) (batch/lot number and expiration date: not provided) in both knees for knee pain relief because bilateral knee pain relapsed. No joint fluid retention was noted before the injections. The details on localized resting performed by the patient after the injections of synvisc were unknown. The possibility that reduction of pain increased activities was also unknown. The same day after the first dose of the second course of synvisc therapy, the patient complained of feeling strange. On (B)(6) 2016, patient received the second dose of the second course of synvisc therapy at dose of 2 ml in both knees and therapy was discontinued the same day. The patient had no joint fluid retention in the right knee before the injection. Joint fluid retention was observed in the left knee and arthrocentesis (4 ml; light yellow and clear) was performed before the injection. No skin disease around the joints, intraarticular infection, or intra-articular inflammation symptom of the knees was noted prior to the injections. Dispo needles were used (lateral suprapatellar insertion), while sterilized gloves were not used. Iodine disinfectant was used. No leakage of synvisc solution from the knees was noted. The details on localized resting performed by the patient after the injections of synvisc were unknown. The possibility that reduction of pain increased activities was also unknown. On (B)(6)2016, patient developed mild bilateral gonarthritis and patient visited the reporting clinic due to intensive bilateral knee pain, swelling and difficulty walking (after 9 days of initiating treatment). The instructions of cooling the site and staying at rest were given to her. Joint fluid retention was noted in both knees, and arthrocentesis was performed (25 ml each, cloudy purulent fluid). The patient visited hospital on referral on the day. Culture examination turned negative, and she was diagnosed with arthritis due to synvisc. Patient was instructed to rest for the event. On (B)(6) 2016, the event of knee swelling improved and pain slightly persisted, but the symptoms were resolving. The outcome of the reaction was reported as recovering as of (B)(6) 2016. As of 07-nov-2016, the patient was recovering from the event. Action taken: permanently discontinued. Corrective treatment: arthrocentesis; cooling the site and rest for bilateral gonarthritis, not reported for difficulty walking. Outcome: recovering/ resolving for bilateral gonarthritis; unknown for difficulty in walking. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: gonarthritis (gonarthritis). Reporting internist's seriousness assessment: serious (medically significant). Reporting internist's causality assessment: probable. Reporting surgeon's causality assessment: highly probable. Company causality assessment: probable. Reporting internist's causality assessment for event of difficulty in walking: not reported. Reporting internist's comment: joint fluid was cloudy, but it had no bacterial infection. The reaction was considered to be arthritis, the cause of which was synvisc. Reporting surgeon's comment: other than synvisc, no possible causative factor for the event was identified. Reasons why synvisc was chosen for the patient: high grade of gonarthrosis, poor effects of other intra-articular hyaluronan injections, patient unable to visit hospital often. Additional information was received on 31-oct-2016. Ptc results were added and text amended accordingly. Additional information was received on 16-nov-2016 from a surgeon. Medical history was updated. Concomitant medication was added. Information regarding first course of synvisc injection was updated. Laboratory data was added. The event term gonarthritis was updated to bilateral gonarthritis. Reporting surgeon's comment was added and causality assessment for the event of bilateral gonarthritis was updated from probable to highly probable. Clinical course was updated and text was amended accordingly.